Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - stopper defective / damaged. One sample and two photos were provided to our quality team for investigation. The sample was tested and was able to draw up fluids, no damage to the stopper was observed. Additionally, no scale marking defects were observed in the sample received. Both photos show one loose syringe from different angles with one a close-up image focused on the stopper area. The reported defects are not observed in either photo provided. The condition observed are acceptable per product specification. Furthermore, a device history record review was completed for provided lot number 3038025. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material #309628. Lot #3038025. It was reported that the bd luer-lok stopper was defective / damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. "Plunger not a good seal. Syringe not pulling back medication well. Concerned about the plunger seal. Syringe markings look like manufacture defect." Additional information provided: 1.there was no patient harm, injury, complication or negative outcome that resulted from the reported event. 2.sample is available. Please send us the fedex shipping label

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.